Event description:
It was reported that during follow up, a variation in pacing lead impedance was observed. The measurements were within range. No externalization was detected via diagnostic imaging. The patient will be closely monitored.

Event description:
New information notes that an episode of vf due to oversensing of noise was observed. The patient received inappropriate atp therapy. Low pacing lead impedance was also noted. Lead damage is suspected. Further evaluation is planned. Patient condition is good.